Manufacturer narrative:
This incident is being re-evaluated as part of newly implemented procedures. Due to the customer stating the malfunction occurred during required ventilation, this incident is deemed reportable. The customer stated the device was not delivering oxygen to the patient. A oxygen analyzer was placed on teh device and no reading was available. The device was returned to percussionaire and investigated. The root cause was determined to be a nut used in the oxygen blender was not fastened as tightly as it should have been. It is unknown how it came loose. Once tightened, the device was confirmed to be working accordingly and passed all functional testing. No additional information on the patient or event has been received. If any additional "information" is obtained, a follow up MDR will be filed.

Event description:
Per customer feedback, a vdr ventilator failed while in use on a patient. It was stated by the customer that no oxygen was being delivered to the patient. No patient injury or harm was reported.